Event description:
Healthcare professional reported rupture diagnosed during surgery. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior side assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: red particles observed on the device. Red encapsulation observed on the device. Wear abrasion and crease fold observed on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4

Event description:
Healthcare professional reported rupture diagnosed during surgery. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed during surgery. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.